Event description:
An aneurx stent graft system was implanted into a patient for endovascular treatment of abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology was reported to be non-calcified and non-tortuous. It was reported that the physician successfully implanted the aortic cuff. Upon removal of the stent delivery system, the tip of the catheter detached from the delivery system, but remained within the 22 fr introducer sheath. The tip of the catheter and the introducer sheath were removed from the patient as one unit. No sequelae were reported and the patient is reported to be fine.

Manufacturer narrative:
Evaluation summary: the delivery system was returned to medtronic and the initial analysis has been completed. The bulbed portion of the peek tube was broken inside of the tip of the delivery system. The root cause of the device failure is undetermined at this time. The investigation is ongoing.